Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 4 of 4 mdrs filed for the same patient (reference 1825034-2013-00690 / 00692 & 2014-03646).

Manufacturer narrative:
This medwatch report was submitted in error. Biomet received information for a patient with the same name as the patient associated with this medwatch (and medwatches 1825034-2013-00690/00692).

Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2009. Legal counsel for patient reports patient allegations of blood toxicity. Additional information received from patient¿s legal counsel reports patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, dysfunction, loss of range of motion, lack of mobility, and elevated metal ion levels. Legal document further alleges the presence of adverse reaction to metal devices, fluid, and metal staining during the revision surgery performed on (B)(6) 2013. Review of the revision invoice history indicates that the modular head and taper insert were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received from patient¿s legal counsel alleges patient underwent a total hip arthroplasty on an unknown hip on (B)(6) 2001 and a revision procedure on (B)(6) 2013 for an unknown reason.